Event description:
The customer's father, via an email to a former employee, reported that the insulin pump emptied the entire 170 units of insulin into his daughter during her first infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.